Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a neurostimulator (ins). Caller mentioned that for the past couple months the patient has been having issues with the stimulation randomly turning off. Caller stated that for example today they were on their way to the clinic and the patient was hurting more than normal. Caller checked the controller and the stimulation was off. Patient was able to turn the stimulation back on right away. Caller was with the patient working on troubleshooting for this issue. Patient services (pss) reviewed to monitor the issue after the controller replacement and call back if the issue persists. Additional information was received from a manufacturer representative (rep). The rep reported that the ins did turn off in front of them so they could not troubleshoot the issue. There are some cognitive issues with the patient from a previous brain injury. Patient does have a strong support system with their spouse. They called patient services (pss) for replacement of controller and will watch to see if replacement piece fixes the issue. The provided information has been confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). The rep reported that no other interventions have been taken. The issue has not occurred since the new controller. The issue has been resolved.